Event description:
A customer reported, that they were experiencing an err3 error code on their freestyle meter. Through troubleshooting during the call, it was discovered that the locked meter was now unlocked indicating the meter was experiencing the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. A f/u report will be filed if the product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.